Event description:
A customer reported receiving an error 658 displaying on their precision xtra meter. It was then additionally identified by adc customer svc that the date and time settings in their meter were not properly set, and they reported to be a user of the precision xtra data mgmt system. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
There is a known malfunction with the precision link software. Incorrect trending of results can occur when results obtained on a meter set with incorrect date and time are uploaded to a computer with precision link software. Customers and retailers have been informed. No investigation is required.